Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the mfg site kinetic concepts, inc. As of (B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh, inc. Add'l info will be provided upon conclusion of the MFR investigation.

Event description:
The following was reported to arjohuntleigh by the nurse: on (B)(6) 2013, a transporter was transporting the patient and while doing so, the headboard came off of the bed. The transporter was unable to maintain proper body mechanics when the head board came off and sustained minor back strain that required physical therapy and anti-inflammatory medication. The transport's back strain has since resolved. This is being reported by arjohuntleigh due to an abundance of caution as normally back strain is considered a minor injury. The bed did not malfunction as the headboard is designed to come off as a safety measure for emergency situations.